Event description:
Report received from (B)(6) stating that the device was "heating up after 2 minute rotation." The device was not being used in surgery. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.